Event description:
Surgeon reported that on follow-up visit piece of blade and locking mechanism from stapler noted on chest x-ray. Determined more risky to remove than leave in place, piece is 1cm x7mm x 2mm.